Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, the patient had stress urinary incontinence (specifics and date of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.